Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electrical power cord on the foot control device was damaged. It was further reported that there was a clear cut with exposed wires. There were no delays in the surgical procedure as a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable/cord/wiring components were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper handling. This was further defined as user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.